Manufacturer narrative:
The occupation of the initial reporter (patient) was not known at the time of this reported. Therefore the most appropriate option will be "patient". If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient needed a replacement for lost patient programmer and an ins recharger. It was reported that the patient was uncertain if the ins was working because they had a car accident. The patient was reviewed that the ins should be checked first before a replacement for the recharger and patient programmer can be processed. The patient reported that the manufacturer representative had instructed that the ins be charged before the ins can be checked. It was reported that the patient needed a desktop charger (dtc) because the dtc was lost. No patient complications have been reported because of this event.